Event description:
It was reported that vns patient had high impedance. It was reported that x-rays were taken and the radiologist said there was no break in the lead that could be visualized. It was reported that the patient gets ect and the nurse practitioner wondered if that may have caused the high impedance. The patient was referred for surgery. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient had a full vns replacement on (B)(6) 2013.